Manufacturer narrative:
A complete lead was returned and visual inspection identified set screw marks on the rv pace/sense and high voltage terminal pins. No discernable set screw marks were identified on the rv pace/sense ring. The lead had been returned with a kinked stylet inserted into the lead's central lumen. There were several cuts on the lead insulation (325-340mm) from the terminal pin. The conductor coils (proximal end of the proximal spring electrode) were extremely stretched. The lead body was twisted and the helix housing contained bodily fluid. A stylet test could not be performed due to lead damage. However, the lead passed electrical continuity and internal insulation integrity testing. It was concluded that the lead sustained induced damage at the time of the explant procedure. The allegation of high impedance, lead fracture, noise and oversensing could not be confirmed by analysis.